Event description:
On (B)(6) 2009, pt reported having a problem with the arrow buttons on the side of his infusion device. He stated the issue was first discovered while attempting to deliver a bolus and occurred intermittently. Had him increase the beep volume to maximum and tested both buttons by starting a quick bolus; both up and down buttons passed the test. Pt reported both buttons pop back up when pressed. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.